Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display "went out", it was bleeding pixels. Analysis also found that the upper and lower cases and side bail covers were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed and the keyboard was scratched.

Event description:
It was reported that the display on the external pulse generator "went out." The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the display on the external pulse generator "went out." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.